Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a t4-s2 posterior fusion, while attempting to advance a screw, the tip sheered off. The broken fragment was stuck inside the shank of the screw. The surgeon was unable to retrieve the broken tip; it broke off flush inside the tulip head. The surgeon was unable to remove and opted to leave it implanted. This issue caused no surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A040103 was coded for tip sheered off, broken fragment, it broke off flush inside the tulip head. A0506 was coded for broken fragment was stuck inside the shank of the screw. A23 is for unable to retrieve the broken tip, unable to remove and opted to leave it implanted. The driver 9735023, lot number: 200518, was returned to the manufacturer for analysis. The tip of the returned driver has been broken off. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.